Event description:
Customer responded to medtronic survey. Customer stated that he has been hospitalized twice. First event, low blood glucose. The paramedics were called to transport customer to hospital. The blood glucose reading at the time of the event was 32 mg/dl. Customer was unconscious and incoherent. Customer could not walk, talk or see. Customer was tired due to travelling , he had bolused the night before. Customer was found by his brother. Physician confirmed insulin shock. Second event, the same symptoms, customer stated that he received the recall letter and upset that he was notified earlier. Customer feels this is the reasons for the lows. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.